Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "navigational integrity" for excelsiushub an investigation, through review of the excelsiushub case logs, indicated that the misplaced implants were due to dynamic reference base shifts that occurred during navigation. Perform an anatomical landmark check to ensure navigation is still accurate. Cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the case was completed using excelsiushub. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not match the anticipated risk level; therefore an update to the overall risk will be required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.